Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice cassette without an alarm. The home patient was connected at the time of the event. This occurred during the initial drain of peritoneal dialysis therapy. The patient line was not properly primed before connecting as the patient line clamp was closed. The technical services representative assisted the patient in starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns that failure to open the clamp on the patient line after connecting the solution bags will prevent the patient line from being primed. This can cause air to be delivered to you during fill 1. This can cause shoulder and/or abdominal pain and may lead to serious injury. The guide also instructs the user to verify that the patient line is properly primed. The guide also provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.